Event description:
Had the essure fallopian tube implants in (B)(6) 2012. Had the follow-up procedure to check that fallopian tubes were blocked in (B)(6) 2012. That test showed one tube was not blocked. Had another follow-up procedure to re-check the unblocked fallopian tube in (B)(6) 2013. That test showed that both fallopian tubes were now blocked. Became pregnant in (B)(6) 2014. Baby born (B)(6) 2015.